Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. The event history log review identified a system error (se) 28 which occurred in the alarm logs. No abnormalities were identified during visual inspections. During functional testing, the device alarmed with an additional se 2070 which was not found in the alarm logs. A service history review was performed and no previous service events were identified which were related to the reported condition. As both the se 28 and se 2070 both relate to software conditions, the problem of ¿no function¿ reported was verified during sample analysis. The software eproms were scrapped and replaced to address the issue. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home choice (hc) did not function during use. The technical service representative (tsr) arranged for the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.